Event description:
It was reported that the sensica device was displaying 0 in the current hour despite urine output flowing into the bag and then the prior hour would display the urine output amount once the hour changed over.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The device was not returned.

Event description:
It was reported that the sensica device was displaying 0 in the current hour despite urine output flowing into the bag and then the prior hour would display the urine output amount once the hour changed over.

Manufacturer narrative:
The reported issue was confirmed design related. The identified root causes is ¿software issues¿ as it was confirmed that due to certain software steps being interrupted, that uo was not being reported or calculated correctly. Furthermore, multiple contributing factors were identified for the uo accuracy issue under evaluation: ¿ambiguous IFU¿, ¿ungraceful shutdown,¿ ¿not following IFU,¿ ¿power issues,¿ ¿software anomaly assessment,¿ ¿product acquisition evaluation and integration," and ¿ICU layout¿. However, all the contributing factors are correlated to the disrupting software operations particularly with relation to the power supply and ungraceful shutdowns. It was a combination of the ungraceful shutdowns that forced the software issues to be identified with increasing precedence. The sensica device was displaying 0 in the current hour despite urine output flowing into the bag and then the prior hour would display the urine output amount once the hour changed over. All good faith attempts have been made to obtain additional information. The outcome of the repair cannot be determined at this time. The device did not meet specifications, and was influenced by the reported failure. The device was in use on a patient. Labelling review not required since labelling could not have prevented this issue. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
The reported issue was confirmed design related. The identified root causes is ¿software issues¿ as it was confirmed that due to certain software steps being interrupted, that uo was not being reported or calculated correctly. Furthermore, multiple contributing factors were identified for the uo accuracy issue under evaluation: ¿ambiguous IFU¿, ¿ungraceful shutdown,¿ ¿not following IFU,¿ ¿power issues,¿ ¿software anomaly assessment,¿ ¿product acquisition evaluation and integration," and ¿ICU layout¿. However, all the contributing factors are correlated to the disrupting software operations particularly with relation to the power supply and ungraceful shutdowns. It was a combination of the ungraceful shutdowns that forced the software issues to be identified with increasing precedence. The sensica device was displaying 0 in the current hour despite urine output flowing into the bag and then the prior hour would display the urine output amount once the hour changed over. Per additional information received from r & d on 13june2022, bd personnel investigated, when arrived, 0 ml was showing in the current hour. 52ml in the prior hour. Mss navigated to the data screen and confirmed the values are the same. Back to the monitoring session it still showed 0ml. The nurse then lifted the tubing to allow urine to drain into the bag. As nurse did that, the device picked up the uo and displayed it on the screen. Comparing the shift volume to what was in the meter bag confirmed that the volume was being displayed correctly on the screen. The device continued reporting urine output correctly and the patient later had the catheter removed from the device. Per technical observation it seemed like in this case, resetting the screen helped resolve this issue if it did occur by going to the data screen and then returning. The device was fully responsive, but maybe changing the displayed screen did a quick fix. All good faith attempts have been made to obtain additional information. The outcome of the repair cannot be determined at this time. The device was in use on a patient. Labelling review not required since labelling could not have prevented this issue. The device was not returned

Event description:
It was reported that the sensica device was displaying 0 in the current hour despite urine output flowing into the bag and then the prior hour would display the urine output amount once the hour changed over. Per additional information received from r & d on 13june2022, bd personnel investigated and noted that when arrived, 0 ml was showing in the current hour, 52ml in the prior hour. Mss navigated to the data screen and confirmed the values are the same. Back to the monitoring session it still showed 0ml. The nurse then lifted the tubing to allow urine to drain into the bag. As nurse did that, the device picked up the uo and displayed it on the screen. Comparing the shift volume to what was in the meter bag confirmed that the volume was being displayed correctly on the screen. The device continued reporting urine output correctly and the patient later had the catheter removed from the device. Per technical observation it seemed like in this case, resetting the screen helped to resolve this issue if it did occur by going to the data screen and then returning. The device was fully responsive, but maybe changing the displayed screen did a quick fix.